Manufacturer narrative:
Evaluation: the device was returned in a used condition with the hub of the number 1 extension separated. An examination of the separation revealed a jagged half circular section missing from the tubing. The hub was cut in half and the missing section was adhered to the inside of the hub. The extension was measured and the length was found within our allowable tolerances. Considering the condition of the device, it appears that the source of difficulty was an insufficient bond. The appropriate personnel have been notified of this report.

Event description:
Info was provided that in 2007, the 3 year old child was moved from a seat to the bed when traction on the catheter was made, resulting in the connection hub detaching from the catheter. The physician removed the catheter and cut it 2-3cm for culture. There was no harm to the pt.